Event description:
This is a spontaneous case report received on 04-may-2016 from a lawyer in the united states, on behalf of a female plaintiff of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted for permanent sterilization. The plaintiff was implanted with essure and subsequently had the device removed due to complications. Follow-up received on 27-may-2016: quality-safety evaluation: this adverse event report is related to a product technical complaint. The bayer reference number for the ptc report is (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Company causality comment: this case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) removed due to complications. These events are listed according to essure reference safety information. This case was received through a legal claim which included several plaintiffs; the adverse events/complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment, considering essure removal was required, causality with the suspect device cannot be excluded. Therefore, this case was regarded as incident. A product technical analysis investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/chronic pelvic pain'), genital haemorrhage ('abnormal bleeding (general)') and kidney infection ('kidney infection') in a 31-year-old female patient who had essure (batch no. C06514) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "essure inserted approximately 34 days after live birth". The patient's medical history included obesity, parity 2, loop electrosurgical excision procedure, post coital bleeding, cervicitis, scoliosis and degenerative joint disease. No congenital clotting factor deficiency. Previously administered products included for birth control: depo provera; for an unreported indication: hydrocodone, zoloft, aspirin and mortin. Concurrent conditions included hypertension, genital herpes (herpes simplex type ii), scoliosis, degenerative joint disease, lumbar spine degeneration, gerd, human papilloma virus infection and paratubal cyst. In 2014, the patient experienced mood swings ("hormonal changes/ mood swing"), acne ("acne") and hot flush ("hot flashes"). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)/ heavy periods/ heavy bleeding and clotting during my periods"), 5 months 12 days after insertion of essure. On (B)(6) 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant) and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced kidney infection (seriousness criterion medically significant), hypersensitivity ("allergic or hypersensitivity reaction"), vaginal infection ("infection: vaginal"), depression ("depression"), rash ("rashes or skin conditions"), skin disorder ("rashes or skin conditions"), migraine ("migraines"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), alopecia ("hair loss"), pruritus ("skin itching/ itching"), urinary tract infection ("infection:urinary tract"), bacterial vaginosis ("bacterial vaginosis"), stomach pain ("pain: stomach area"), headache ("headache"), photophobia ("light sensitivity"), hyperacusis ("sound sensitivity"), coital bleeding ("bleeding during sex"), vulvovaginal dryness ("vaginal dryness"), metrorrhagia ("bleeding excessively between periods"), abdominal pain ("abdominal pain"), cyst ("recurring cyst") and pain stomach ("sharp pain in stomach") and was found to have weight increased ("weight gain"). The patient was treated with diphenhydramine hydrochloride and surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, vaginal infection, dysmenorrhoea, fatigue, gastrointestinal disorder, coital bleeding and metrorrhagia had resolved, the kidney infection, hypersensitivity, mood swings, female sexual dysfunction, depression, rash, skin disorder, migraine, nausea, dyspareunia, vaginal discharge, weight increased, alopecia, acne, hot flush, pruritus, urinary tract infection, bacterial vaginosis, headache, photophobia, hyperacusis, vulvovaginal dryness, abdominal pain, cyst and pain stomach outcome was unknown and the menorrhagia and stomach pain was resolving. The reporter considered abdominal pain, acne, alopecia, bacterial vaginosis, coital bleeding, cyst, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hot flush, hyperacusis, hypersensitivity, kidney infection, menorrhagia, metrorrhagia, migraine, mood swings, nausea, pelvic pain, photophobia, pruritus, rash, skin disorder, stomach pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal dryness, weight increased and pain stomach to be related to essure. The reporter commented: insertion details: essure microimplant placed in the cornue using standard technique ,the right cornua had 3 visible coils and the left had 3 visible coils. Current weight: 270 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.5 kg/sqm. Smear cervix - on (B)(6) 2014: results: abnormal. Ultrasound scan vagina - on (B)(6) 2014: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:depression, migraines, headache, menorrhagia, dysmenorrhea, pelvic pain and dyspareunia." Concerning the injuries reported in this case, the following one/ones were reported via social media: kidney infection, abdominal pain upper, cyst . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-dec-2019: social media received. Reporter's information was added. Added event sharp pain in stomach, recurring cyst, kidney infection. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/chronic pelvic pain") and genital haemorrhage ("abnormal bleeding (general)") in a 31-year-old female patient who had essure (batch no. C06514) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: no congenital clotting factor deficiency. Previously administered products included for birth control: depo provera; for an unreported indication: hydrocodone, zoloft, aspirin and mortin. Concurrent conditions included hypertension, genital herpes (herpes simplex type ii), scoliosis, degenerative joint disease, lumbar spine degeneration, gerd, human papilloma virus infection and paratubal cyst. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced mood swings ("hormonal changes/ mood swing"), acne ("acne") and hot flush ("hot flashes"). In (B)(6) 2014, 5 months 12 days after insertion of essure, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)/ heavy periods"). On (B)(6) 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant) and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced hypersensitivity ("allergic or hypersensitivity reaction"), vaginal infection ("infection: vaginal"), depression ("depression"), rash ("rashes or skin conditions"), skin disorder ("rashes or skin conditions"), migraine ("migraines"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight increased ("weight gain"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), alopecia ("hair loss"), pruritus ("skin itching/ itching"), urinary tract infection ("infection:urinary tract"), bacterial vaginosis ("bacterial vaginosis"), abdominal pain upper ("pain: stomach area"), headache ("headache"), photophobia ("light sensitivity"), hyperacusis ("sound sensitivity"), coital bleeding ("bleeding during sex"), vulvovaginal dryness ("vaginal dryness") and metrorrhagia ("bleeding excessively between periods"). The patient was treated with diphenhydramine hydrochloride (benadryl) and surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, vaginal infection, dysmenorrhoea, fatigue, gastrointestinal disorder, coital bleeding and metrorrhagia had resolved, the menorrhagia and abdominal pain upper was resolving and the hypersensitivity, mood swings, female sexual dysfunction, depression, rash, skin disorder, migraine, nausea, dyspareunia, vaginal discharge, weight increased, alopecia, acne, hot flush, pruritus, urinary tract infection, bacterial vaginosis, headache, photophobia, hyperacusis and vulvovaginal dryness outcome was unknown. The reporter considered abdominal pain upper, acne, alopecia, bacterial vaginosis, coital bleeding, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hot flush, hyperacusis, hypersensitivity, menorrhagia, metrorrhagia, migraine, mood swings, nausea, pelvic pain, photophobia, pruritus, rash, skin disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal dryness and weight increased to be related to essure. The reporter commented: insertion details: essure microimplant placed in the cornue using standard technique, the right cornua had 3 visible coils and the left had 3 visible coils. Diagnostic results (normal ranges are provided in parenthesis if available): smear cervix - on (B)(6) 2014: abnormal. Ultrasound scan vagina - on (B)(6) 2014: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: depression, migraines, headache, menorrhagia, dysmenorrhea, pelvic pain and dyspareunia." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-jul-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding (general)") in a 31-year-old female patient who had essure (batch no. C06514) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: depo provera; for an unreported indication: hydrocodone, zoloft, aspirin and mortin. Concurrent conditions included hypertension, genital herpes, scoliosis, degenerative joint disease, lumbar spine degeneration, gerd and human papilloma virus infection. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, 5 months 12 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced hypersensitivity ("allergic or hypersensitivity reaction"), vaginal infection ("infection: vaginal"), hormone level abnormal ("hormonal changes"), depression ("depression"), rash ("rashes or skin conditions"), skin disorder ("rashes or skin conditions"), migraine ("migraines / headaches"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight increased ("weight gain"), gastrointestinal disorder ("gastrointestinal or digestive system condition") and alopecia ("hair loss"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, vaginal infection and dysmenorrhoea was resolving, the vaginal haemorrhage, hypersensitivity, hormone level abnormal, female sexual dysfunction, depression, rash, skin disorder, migraine, nausea, dyspareunia, vaginal discharge, weight increased and alopecia outcome was unknown and the fatigue and gastrointestinal disorder had resolved. The reporter considered alopecia, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, hormone level abnormal, hypersensitivity, menorrhagia, migraine, nausea, pelvic pain, rash, skin disorder, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. Diagnostic results: on (B)(6) 2014- transvaginal ultrasound : the results of your essure confirmation test- essure in place most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet received : patient, reporter and product information updated. Essure lot number received. Previously reported ¿device complications¿ was replaced by newly reported events: pain, , abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), allergic or hypersensitivity reaction, hormonal changes, infection: vaginal, apareunia, depression, rashes or skin conditions, migraines / headaches, nausea, dysmenorrhea (cramping), dyspareunia, vaginal discharge, fatigue, weight gain, gastrointestinal or digestive system condition, hair loss. Previously reported ¿device removed¿ was deleted and considered as treatment. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/chronic pelvic pain") and genital haemorrhage ("abnormal bleeding (general)") in a 31-year-old female patient who had essure (batch no. C06514) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: no congenital clotting factor deficiency. Previously administered products included for birth control: depo provera; for an unreported indication: hydrocodone, zoloft, aspirin and motrin. Concurrent conditions included hypertension, genital herpes (herpes simplex type ii), scoliosis, degenerative joint disease, lumbar spine degeneration, gerd, human papilloma virus infection and paratubal cyst. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced mood swings ("hormonal changes/ mood swing"), acne ("acne") and hot flush ("hot flashes"). In (B)(6) 2014, 5 months 12 days after insertion of essure, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)/ heavy periods"). On (B)(6) 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant) and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced hypersensitivity ("allergic or hypersensitivity reaction"), vaginal infection ("infection: vaginal"), depression ("depression"), rash ("rashes or skin conditions"), skin disorder ("rashes or skin conditions"), migraine ("migraines"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight increased ("weight gain"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), alopecia ("hair loss"), pruritus ("skin itching/ itching"), urinary tract infection ("infection:urinary tract"), bacterial vaginosis ("bacterial vaginosis"), abdominal pain upper ("pain: stomach area"), headache ("headache"), photophobia ("light sensitivity"), hyperacusis ("sound sensitivity"), coital bleeding ("bleeding during sex"), vulvovaginal dryness ("vaginal dryness") and metrorrhagia ("bleeding excessively between periods"). The patient was treated with diphenhydramine hydrochloride (benadryl) and surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, vaginal infection, dysmenorrhoea, fatigue, gastrointestinal disorder, coital bleeding and metrorrhagia had resolved, the menorrhagia and abdominal pain upper was resolving and the hypersensitivity, mood swings, female sexual dysfunction, depression, rash, skin disorder, migraine, nausea, dyspareunia, vaginal discharge, weight increased, alopecia, acne, hot flush, pruritus, urinary tract infection, bacterial vaginosis, headache, photophobia, hyperacusis and vulvovaginal dryness outcome was unknown. The reporter considered abdominal pain upper, acne, alopecia, bacterial vaginosis, coital bleeding, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hot flush, hyperacusis, hypersensitivity, menorrhagia, metrorrhagia, migraine, mood swings, nausea, pelvic pain, photophobia, pruritus, rash, skin disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal dryness and weight increased to be related to essure. The reporter commented: insertion details: essure microimplant placed in the cornue using standard technique ,the right cornua had 3 visible coils and the left had 3 visible coils. Diagnostic results (normal ranges are provided in parenthesis if available): smear cervix - on (B)(6) 2014: abnormal. Ultrasound scan vagina - on (B)(6) 2014: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:depression, migraines, headache, menorrhagia, dysmenorrhea, pelvic pain and dyspareunia." Most recent follow-up information incorporated above includes: on 5-jun-2018: this case is medically confirmed. Reporter information was added. This case concerns 31 year old patient. Her concurrent condition was added. Lab data was added. Essure indication was added. Her treatment medication was added. Following events: hot flashes, acne, skin itching, bacterial vaginosis, apareunia, headache, light sensitivity, sound sensitivity, weight gain, stomach pain, mood swing, bleeding during sex, vaginal dryness and bleeding excessively between periods were added. She had recovered from following events: cramping, pain, bleeding and vaginal infections incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/chronic pelvic pain") and genital haemorrhage ("abnormal bleeding (general)") in a 31-year-old female patient who had essure (batch no. C06514) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "essure inserted approximately 34 days after live birth". The patient's medical history included obesity and parity 2. No congenital clotting factor deficiency. Previously administered products included for birth control: depo provera; for an unreported indication: hydrocodone, zoloft, aspirin and mortin. Concurrent conditions included hypertension, genital herpes (herpes simplex type ii), scoliosis, degenerative joint disease, lumbar spine degeneration, gerd, human papilloma virus infection and paratubal cyst. In 2014, the patient experienced mood swings ("hormonal changes/ mood swing"), acne ("acne") and hot flush ("hot flashes"). On (B)(6) 2014, the patient had essure inserted. In november 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)/ heavy periods"), 5 months 12 days after insertion of essure. On (B)(6) 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant) and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced hypersensitivity ("allergic or hypersensitivity reaction"), vaginal infection ("infection: vaginal"), depression ("depression"), rash ("rashes or skin conditions"), skin disorder ("rashes or skin conditions"), migraine ("migraines"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), alopecia ("hair loss"), pruritus ("skin itching/ itching"), urinary tract infection ("infection:urinary tract"), bacterial vaginosis ("bacterial vaginosis"), abdominal pain upper ("pain: stomach area"), headache ("headache"), photophobia ("light sensitivity"), hyperacusis ("sound sensitivity"), coital bleeding ("bleeding during sex"), vulvovaginal dryness ("vaginal dryness"), metrorrhagia ("bleeding excessively between periods") and abdominal pain ("abdominal pain") and was found to have weight increased ("weight gain"). The patient was treated with diphenhydramine hydrochloride and surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, vaginal infection, dysmenorrhoea, fatigue, gastrointestinal disorder, coital bleeding and metrorrhagia had resolved, the menorrhagia and abdominal pain upper was resolving and the hypersensitivity, mood swings, female sexual dysfunction, depression, rash, skin disorder, migraine, nausea, dyspareunia, vaginal discharge, weight increased, alopecia, acne, hot flush, pruritus, urinary tract infection, bacterial vaginosis, headache, photophobia, hyperacusis, vulvovaginal dryness and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, acne, alopecia, bacterial vaginosis, coital bleeding, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hot flush, hyperacusis, hypersensitivity, menorrhagia, metrorrhagia, migraine, mood swings, nausea, pelvic pain, photophobia, pruritus, rash, skin disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal dryness and weight increased to be related to essure. The reporter commented: insertion details: essure microimplant placed in the cornue using standard technique ,the right cornua had 3 visible coils and the left had 3 visible coils. Current weight: 270 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.5 kg/sqm. Smear cervix - on (B)(6) 2014: results: abnormal. Ultrasound scan vagina - on (B)(6) 2014: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:depression, migraines, headache, menorrhagia, dysmenorrhea, pelvic pain and dyspareunia." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-nov-2018: pfs received. Event " abdominal pain" was added. Patient demographics and medical history were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.